Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm. The blood glucose reading is 98 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis evaluated 1 used reservoir. Inspected reservoir, snap cap, and septum for anomalies. None were found. Ran occlusion test perdop as follows, reservoir filled with diluents, and connected to anew infusion set. Installed reservoir and connector into a pump. Performed infusion set. Installed reservoir and connector into a 7 pump. Performed catheter tip. Reservoir not occluded.